Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records. It was felt resistance when it was inserted into body. When it was examined out of body, it was broken off at distal. The procedure was completed with a new one.

Manufacturer narrative:
No significant event during manufacturing was identified in the DHR. No further investigation possible due to lack of product. Follow-up info indicates that the catheter tip was retrieved from the body successfully.